Event description:
During an in-clinic follow-up, loss of capture, far field r-wave over-sensing and under-sensing were observed on the right atrial (ra) leadless pacemaker (lp). The device was reprogrammed to deactivate the lp as an interim resolution. The patient was stable and will continue to be monitored.